Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: https://doi.org/10.1016/j.ijscr.2023.108782. Related events captured via 2210968-2024-03383.

Event description:
Title: site-based customized surgical approaches for orbital lesion and their outcomes ¿ a case series. The main aim of the study is to preserve vision using the orbital surgery. This is a retrospective case series of six patients aged 15¿35 years from a single academic tertiary care centre. They presented to the outpatient department with gradually progressive proptosis. 6-0 vicryl suture (ethicon) was used in the closure of the muscle during surgery and 6-0 prolene suture (ethicon) was used in the closure of the skin during surgery. Reported complications are ophthalmoplegia and ptosis. In conclusion, the surgical strategy should be used in a manner that maintains visual acuity, limits injury to nearby objects, lowers postoperative morbidity, and is cosmetically acceptable.